Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) oss310, (osseotite® implant 3.75 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant and its bundle mount attached to each other. The alleged damaged blister was not returned for evaluation, and the implant original packaging was not returned. Claim is non-verifiable as the conditions of the packaging when delivered to the customer are unknown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2019011588. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019011588 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging damaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is mishandling of packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the blister containing the implant was broken. The procedure was successfully concluded.